Manufacturer narrative:
One new list# 011-h1986, 53 cm (21") set di sommin. Ambrato per pompa a 5 vie con camera iv2. Lot# 4039040 and one fresenius kabi, vl on 70 oncology, 0.2 filter, pvc-free, ref# (B)(4), lot# 32395139 were returned for evaluation and visually inspected. As received, the shunt and bag spike adaptor tubing of the list# 011-h1986 showed slight discoloration. The discoloration is consistent with the discoloration from sterilization. The reported complaint of discoloration can be confirmed. Slight discoloration of tubing is a normal result of sterilization and does not affect the safety or sterility of the set. The returned samples were also leak tested and no leaks could be replicated or confirmed. No other damage or anomalies were observed on the returned samples. A device history review of lot# 4039040 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint. D9 - device was returned 3/17/21.

Manufacturer narrative:
The customer reported that the device was discarded and an unused sample of the same lot number is available for evaluation. It has not been received.

Event description:
The event involved a 53 cm (21") set di sommin. Ambrato per pompa a 5 vie con camera iv2 that leaked taxol. It was reported that the tubing of the connection with the spike of the infusion set had a darker color than usual, and was softer, both to the contact and during the connection, resulting in a slight release of the taxol resulting in chemo exposure. It was reported that the leak occurred when the fresenius infusion system was connect to the device for the administration of taxol. There was no blood loss reported. The device was replaced. There was patient involvement and although there was a delay in critical therapy reported, there was no death reported, no consequence of the adverse operator, no medical or surgical intervention required. This is two of two events reported.